Event description:
When rn went to clean a pt's wound, she opened a sterile gauze pack which had some crumpled gauze and black tar-like debris. Gauze removed from service without being used and given to clinical leader who forwarded it to me.